Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that the meter had been reading inaccurately for about 3 months prior to contacting lfs. She alleged that on an unspecified date/time, she obtained an alleged inaccurately high blood glucose result of ¿119 mg/dl¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin, which she self-adjusts. She alleged that on an unspecified date/time her husband found her ¿confused and fainted¿. She indicated that her husband gave her orange juice and then called the emergency medical service (ems) when a result of ¿lower than 119 mg/dl¿ was obtained. The patient did not think she received any ems medication. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Confused and fainted requiring third party intervention, after obtaining alleged inaccurately high blood glucose results on the subject meter.